Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that it was asked how long does medtronic 2 beeps for after the pump is empty. The context provided was that patient was a 2 hours' drive away and the catheter was not in the intrathecal space. It was stated that the patient was due for a refill soon. The hcp stated that if the pump beeped for 3 days, then stopped then ok. They stated that if it beeped for longer, they would need to go there to turn it off. Additional information received indicated that the health care provider (hcp) was travelling on thursday ((B)(6) 2025) to turn the pump off before the low reservoir alarm (lra) on (B)(6) 2025 so there wouldn't be an active alarm. They stated that they didn't know the password and would like to turn the pump off and do a permanent shutdown. The pump model was 8637-20 and serial number was provided.